Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the handle is broken. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event.